Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 170 mg/dl. The customer stated he received the alarm after his insulin pump was exposed to moisture damage. The customer was advised to remove the battery and attempt to dry the insulin pump. The alarm persisted. The product has been returned. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces during the visual inspection. No button error alarm was noted during testing. Moisture damage was found on the electronics and battery tube during the visual inspection. No moisture damage was found on the motor or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.